Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 730258 h3: a medtronic representative went to the site to test the equipment. Testing revealed that the site had an ethernet cable replacement. The navigation system then passed the system checkout and was found to be fully functional. H6: b17, c20 and d15 apply to the concomitant product 9730258 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a spine case, the site took an imaging acquisition system (ias) spin and the images turned out fine with the navigation system airframe. When the site moved up the spine, they took another spin, but the images would not transfer to the navigation system. The ias failed an image transfer to a navigation system, no specific errors were seen on the ias, but the manufacturer representative (rep) did see that the navigation system temporarily lost connection with the ias when the system camera could not see the positioning led's. The airframe was on t11. The rep checked ethernet connections between the two systems. The site stopped using the ias after that. The rep went to upload the images to pacs but found that they were unable to get any images to upload to the pacs network. There was a delay of less than 1 hour and no impact on patient outcome. Medtronic imagingand navigation were aborted.